Event description:
Pt provided sn (B)(4) of current functioning pump but pt does not have malfunctioning pump with him. Pt states the malfunctioning pump was displaying error code message 1800 and 1758. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.